Event description:
IV tubing was noted to have IV fluids dripping from the channel of the IV pump. Upon investigation, there was a slit at the top of the piece that does into the channel. IV tubing was replaced. No harm to patient or equipment. Magnesium sulfate was being infused. Manufacturer response for IV tubing, smart site infusion set (per site reporter): message left on carefusion customer service line to report incident. (B)(6). Carefusion representative, logged file. Arrangements made to send product to manufacturer for analysis.